Manufacturer narrative:
The original serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery problem. There was no reported patient involvement.